Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09171. It was reported that the outer sheath split. Two 8/24 percuflex¿ nephroureteral stents were selected for use. During introduction, the outer sheath split while loading on the cannula. The same thing happened with the other device. The procedure was completed with a different device. There were no patient complications reported.